Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "slider no good" against the xen®45 gts while trying to implant. The device made contact with the right eye. There was no patient injury and a backup device was used.